Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 420 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had motor error alarms. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer did not allege insulin pump was not under delivering. The insulin pump will be returned for analysis.